Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to a software issue. A technical support specialist stated that the customer rebooted the station and med application launched and resolved the issue. The system functioned as intended after the customer troubleshot the device.

Event description:
It was reported by the customer that the pyxis medstation es system could not open the database and login failed for user. The customer reported that the user was able to get the medications from the pharmacy and there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.